Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient's physician that the patient's implantable cardiac monitor (icm) had migrated out of the body and was lost. The icm was replaced. No patient complications have been reported as a result of this event.